Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 4%/40mg/ml at an unknown dose via an implantable pump for an unknown indication for use. It was reported that there was a volume discrepancy. It was reported that during the refill the physician could aspirate approximately 19.5 ml instead of approximately 3ml. There were no reported patient symptoms. It was reported that it was unknown if there were any environmental/external/ patient factors that may have led or contributed to the issue. It was reported that the pump does not appear to have any issue and had a normal status. They checked the status of the pump with the clinician programmer and the log file does not appear an issue. It was reported that it was unknown if the issue was resolved at the time of this report. It was reported that no surgical intervention had occurred and it was unknown if any was planned. It was reported that the patient status at the time of this report was alive-no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient showed no withdrawal symptoms.

Manufacturer narrative:
Product ID: a810, lot# unknown, product type: software; product ID: 8780, lot# 0212798306, implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the catheter was implanted on (B)(6) 2017. It was reported that the cause of the blocked catheter was unknown. The patient outcome was reported as "nothing". It was reported that the device issue has been resolved and that no device would be returned for analysis. It was further noted that the pump is still implanted and works fine. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID a810, lot# unknown, product type software; product ID 8780, lot# 0212798306, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was a follow-up without medtronic and the physician means the catheter is blocked. It was reported that a revision of the catheter is foreseen for (B)(6) 2018. It was reported that no devices would be returned for analysis as they are still implanted. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that no further diagnostics or troubleshooting was performed and the cause of the volumes discrepancy was unknown. It was reported that the next follow-up will be 2018-dec-06. It was reported that the device was still implanted at this time. No further complications were reported and/or anticipated.